Manufacturer narrative:
H3, h6: the power conversion enclosure, lot number: xc19350270 rev. G, was returned to the manufacturer for analysis. Analysis concluded that there was a faulty power enclosure. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID unk_oarm_comp (unknown serial/lot); implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000860 encl pwr conv kit svc o2 bi71000225 pcba genrtr isol kit svc o2 bi71000464 o2 gen fuse kit h3) onsite functional and visual examination was performed by a manufacturer representative. Electrical overload caused the power en closure to not out put the 400v from j2 as well as blowing the 6 amp fuses above the stand alone board. This caused no power to go to the generator. The power enclosure and fuses were replaced, performed system checkout and system is operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1: corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: aware date on previously submitted report had the incorrect year for g3. Correct aware date for last submission should have been 2024-7-23. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image acquisition system (ias) was unable to connect to the mobile view station (mvs). The ias was stuck in initializing. The site heard a "loud popping noise" right before the system became stuck in initializing. The site attempted multiple reboots with no effect. Issue occurred  there was no patient involvement.